Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening, crease fold, wear abrasion, and brown particles. A leak test was performed and found an opening on radius. A microscopic analysis was performed which identified a crease smooth opening on radius. The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius due to a fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.